Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced high blood glucose levels. Customer changed out supplies and delivered multiple correction boluses, which reportedly did not bring blood glucose levels down. Fill tubing was performed, and reportedly customer had to use more insulin then usual to fill tubing. Customer was using apidra insulin. Customer was able to change out supplies and switch to novolog and successfully resume insulin delivery.